Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is completed.

Event description:
The customer reported that the device showed a 90009 error code. There was no report of pt involvement.